Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin from the septum. There was no impact to the customer's blood glucose level. Customer changed the cartridge to resolve the issue.